Event description:
It was reported that during the first inflation of the 2.5x150mm armada 18 balloon dilatation catheter, a hole was present and the balloon would not inflate. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.